Event description:
Healthcare professional reported through the journal article titled "breast implant-associated anaplastic large cell lymphoma presenting as a breast mass: a case report and literature review", that a patient had alcl, lymphadenopathy, lump / nodule that presented as a mass on right side. The device was explanted. Pathology report did confirm the presence of alk- and cd30+ markers. Patient was treated with chemotherapy two weeks after surgery and received adjuvant treatment with 6 cycle of cyclophosphamide, doxorubicin, cincristine, and prednisone (chop) plus immunotherapy (brentuximab).

Manufacturer narrative:
Article citation: "joab rafael galvan, fernando cordera, rodrigo arrangoiz, luis paredes, jean enrique pierzo, breast implant-associated anaplastic large cell lymphoma presenting as a breast mass: a case report and literature review, international journal of surgery case reports, volume 108, 2023, 108482, https://doi.org/10.1016/j.ijscr.2023.108482." Continued e.1 address line 2: medical office 515 continued h.6 health effect impact codes: f2201 biopsy, f2203 imaging required, f2303 medication required. The events of bia-alcl, lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl, lymphadenopathy.